Event description:
A nurse called in stating an end user developed a peristomal ulcer at the 3 o'clock position on the lower right quadrant of the abdomen.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The nurse stated the end user has had liquid fecal output on the skin in this area. The nurse went on to state the end user cleanses with water, dries the skin, applies brava coloplast powder, and applies brava coloplast sting free protective barrier spray three (3) times. The end user allows this to air dry then applies eakin seal to moldable wafer, hollister medical adhesive spray to the appliance, applies torbod skin bond cement to the tape collar, allows to set and applies the wafer to their body. The nurse was re-educated on proper skin care and it was recommended the end user stop the usage of the skin bond cement and medical adhesive spray. The end user will be sent samples of flat wafers. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for evaluation is not expected. Note: the actual date of event is unknown, so the date used was the date convatec became aware.